Event description:
Customer reported on a bravo ph capsule that failed to attach. The capsule was pushed into the stomach. The pt was sedated twice as long. The pt was not injured following the procedure.